Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after approximately 4-24 hours of pod wear on the abdomen. Blood glucose was reported to have increased to 300 mg/dl. The patient noted that blood glucose did not decrease despite replacing the pod three times. The patient began feeling ill and developed symptoms including body aches, severe weakness, and difficulty walking, prompting her to seek medical attention. She was subsequently admitted to the critical care unit with a diagnosis of mild diabetic ketoacidosis and possible viral infection. Treatment during hospitalization consisted of intravenous fluids, insulin, oxygen, and antibiotics. The patient remained hospitalized for approximately five days and was discharged on (B)(6) 2026. The pods involved were discarded and are unavailable for investigation.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.